Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular lead was repositioned due to perforation. Perforation was discovered by echocardiogram as a small pericardial effusion was noted. Patient was also complaining about chest pain. No additional adverse patient effects were reported.